Event description:
According to the reporter, during a repair of umbilical hernia, there were difficulties with loading the reload onto the handle. Another device was used in order to complete the case. There was no patient injury.